Manufacturer narrative:
All available information was investigated and the reported difficulty removing the cds from the sgc was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove the device appears to be due to the clip opening during retraction of the cds as the clip was returned open at approximately 40 degrees. The clip opening was preventing the clip from retracting from the hemostasis valve. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. While grasping the mitral leaflets using a cds0705-ntw, the mitral pressure gradient (mpg) rose to 8.4 mmhg. There was an attempt to recover the clip within the steerable guide catheter, however; the ntw got stuck at the hemostasis valve. In the end, the two products were removed with the sgc and ntw stuck together. The gradient returned to baseline. Subsequently, a replacement was used and the mpg increased to 8.6 mmhg when the mitral leaflets were grasped with an nt. The nt was not implanted and removed. The gradient returned to baseline. The procedure was discontinued. There was no adverse patient effect or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.